Event description:
Philips received a complaint from the customer reporting the v60 ventilator alarmed with a blower temperature too high error message. The device was in clinical use. There was no report of harm to the patient. The device did not meet specification for intended use and was removed from service. The customer biomedical engineer (bme) evaluated the issue and confirmed the device alarmed with diagnostic code 1002 which indicates a high blower temperature. The bme inspected the device and removed dust. The device was confirmed to be operating per specifications, and no failure was identified. The bme returned the device to clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.